Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. The unit powered on and booted up with no abnormalities. The unit passed 95.6 hours of extended bench testing at the customer¿s settings, passed the initial final test, and passed the initial alarm volume test. The service technician then power cycled the unit ten times and the unit passed ten times with no abnormalities.

Event description:
It was reported by the customer that the patient was placed on the ventilator and it worked without any problems for about 10 to 15 minutes while the patient was secured to the stretcher and being transported to the aircraft. The crew noticed the absence of ventilation sound from the ventilator and identified that it had stopped ventilating the patient and no alarms were noted. The patient was removed from the ventilator and ventilated via a bag-mask without any difficulty. The ventilator could be turned on and turned off and would resume ventilation temporarily. The problem continued to reoccur during the transport. Upon returning to the base, the problem could not be duplicated by the customer. There was no patient harm associated with this reported issue.